Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on the morning of (B)(6) 2011 the ok and contrast keypad buttons became intermittently unresponsive. She stated that the ok keypad button symbol is worn off. She stated that she wears the pump in her pocket and does not clean the pump.